Event description:
This report is based on information provided by a philips authorized support provide (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that there is an ECG fault. The event was outside of use and there was no reported patient nor user harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device was evaluated onsite, the issue was confirmed and it was determined the issue was a result of battery failure. The battery was replaced resolving the issue. The engineer confirmed the device was operational after repairs were completed and the device remains at the customer site.(B)(6).